Manufacturer narrative:
The impella device was discarded. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with impella cp experienced a priming issue. The staff states that they are unsure if they started to initial purge in the patients body. Was explanted 2 days later and discarded. There was not patient harm reported.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Priming problem: the cause of the priming issue was most likely use-related due to failure to follow instructions during case start, based on data log review.